Event description:
The user's hearing performance with the device is affected. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, bone growth over the reference electrode seems to be the cause for the observed issues. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2024, the family announced that their child could no longer hear as well as before. No reports of any trauma or accident. The user will be seen by the surgeon and re-implantation is considered.

Event description:
On 13-jul-2024, the family announced that their child could no longer hear as well as before. No reports of any trauma or accident. The user will be seen by the surgeon and re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.